Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient reported the por came up after they replaced the aa batteries in their patient programmer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that therapy stopped due to a por message. The message appeared after the patient changed the programmer batteries. The por was not related to an overdischarge event or emi. The message was successfully cleared and therapy was adequate. No further complications were reported.